Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that they observed a sars-cov-2 positive result for a patient¿s sample tested and analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested and analyzed on cobas 6800 that generated a sars-cov-2 negative result. The patient¿s same sample was repeat tested a 3rd time and analyzed again on the same cobas 6800 that generated a positive result (e gene only detected). A 4th repeat test of the patient¿s same sample was tested and analyzed on a different platform (sansure reagent) which generated a positive result for sars-cov-2. Patient sample was collected using nasopharyngeal swab collected in cobas pcr media kit. The sars cov2 positive result was reported out to the patient and/or personnel treating the patient. No harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
Data was provided; however, neither the alleged sample ID on liat nor the sample ids used for the c6800 runs were found in the data set. The affiliate attempted to confirm the sample ID with the customer, but the customer could not confirm this information. Without run identifying information, review of the curves etc. Cannot be done; however, based on the information given in the case, it is highly likely this sample contains viral material in the limit of detection (lod) range. Samples in the lod range can produce wavering upon repeat testing, which explains the discrepancy. No product problem identified. (B)(4).